Manufacturer narrative:
Sigma is making every effort to recover this spectrum pump ((B)(4)) from the hosp. At this time, we have been unsuccessful. A f/u report will be submitted, once the device is recovered and a full eval has been conducted by sigma engineering.

Event description:
During an eval of the spectrum pump, the biomed tech alleged that fluid runs freely as soon as the set is loaded and the pump door is closed. There was no pt involvement.